Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the keypad cover was undamaged. All of the keypad buttons were intermittently responsive, and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the audio bolus button cover was torn, and the display screen was dim and discolored. Also unrelated, the battery compartment was cracked, and the battery cap was damaged/stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.